Manufacturer narrative:
Correction: describe event or problem: it was reported that 200 units of bd plastipack¿ syringe had a sterility breach. No serious injury or medical intervention was reported. Investigation summary: device history record, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. Investigation conclusion: the sample sent by the customer was verified and it was possible observe packaging seal opened ¿ seal failure. Root cause description: the potential cause for the occurrence is failure at seal station at packaging machine. Rationale: the operators will be notified of this complaint. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that 200 units of bd plastipack¿ syringe had a sterility breach. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipack¿ syringe had a sterility breach. No serious injury or medical intervention was reported.